Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The right ventricle lead had a high capture threshold and intermittent stimulation. The device was explanted and replaced. The patient is doing well.